Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a fragment of a guidewire stuck in the lumen of the lead, the guidewire was returned with the lead. The fragment of the guidewire is uncoiled and exiting the connector pin of the lead. The guidewire is stuck in the lumen of the lead with tissue on the distal end of the lead. Guidewire test could not be performed due to a guidewire fragment stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while placing the left ventricular (lv) lead, placement difficulty was experienced and the guide wire would not move. It was noted a lot of stress was felt. In order to not to tear the guide wire, the lv lead with the guide wire, were removed. It was reported that the tip of the wire was wrapped around the tip of the lead. No patient complications have been reported as a result of this event.